Event description:
It was reported the patient experienced a shocking or jolting sensation. The sensation occurred when sitting down after increasing to 1.2 v from 1.1 v. The patient experienced a painful, stabbing sensation at the incision site. The issue had never occurred with the patient¿s other stimulator. Decreasing stimulation did not resolve the issue. The issue resolved the stimulator was off for fifteen minutes and turned back on.

Event description:
It was reported the patient still had concerns regarding their device or therapy, but was working with their healthcare provider or manufacturer representative.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0njxy, implanted: (B)(6) 2014, product type: lead. (B)(4).